Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor reset during incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during testing) was confirmed. The distributor indicated that the monitor reset during the pulse test. Upon receipt at the manufacturer, the monitor passed incoming functionality testing. The reset failure was unable to be duplicated during testing. As a precaution, the monitor defibrillator board was replaced. No adverse event resulted from the defective monitor.